Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the unexpected induction was due to user interface confusion with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that at pre-discharge the day after a subcutaneous implantable cardioverter defibrillator (s-ICD) implantation, the field representative was attempting to print the electrocardiogram on the programmer when the patient was unexpectedly induced. Their s-ICD successfully converted the patient. Electronic device analysis was performed determining that the field representative had pressed the button to induce briefly. No additional adverse patient effects were reported.